Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: rv lead was capped/abandoned on (B)(6) 2022 due to high pacing thresholds. Patient presented to emergency department with a syncopal episode. Rv threshold increased to 2.3 and impedance is trending higher. Replaced rv lead and upgraded to crtp. Should additional information be received, this file will be updated.